Event description:
It was reported that the pump touchscreen was frozen and would not respond to input from the customer after the customer dropped the pump. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.